Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A technical support specialist stated that the customer could remote into the station and successfully log in and follow the (ka000011541 - med application not launching automatically; station at blue screen) to resolve the issue. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system was stuck on the home screen. The customer stated that the issue persisted even after rebooting the station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.